Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Investigation of this event is in progress.

Event description:
The healthcare facility reported that during an intraocular lens (iol) implantation in the right eye the incision size was extended for lens insertion as the 2.2mm incision was too small, no sutures were required. Three (3) days post procedure the patient presented with suspected endophthalmitis, the slit lamp image showed suspect endophthalmitis, hypopyon noted intensity and cloudy iol. Treated with pred forte and exocin and an intraocular injection and an anterior chamber (ac) tap were performed. Microbiology found no infection. Seven (7) days post procedure the slit lamp image showed membrane on lens, there were no ac cells, and it appeared as inflammation. At three (3) weeks post procedure the slit lamp image showed minimal or no inflammation and tass rather than infection. Patient's current prognosis and treatment indicated as ok. The patient was discharged. The surgeon confirmed that event was more consistent with tass than endophthalmitis.

Manufacturer narrative:
Updated b5, g3, g6, h2 and h11.

Event description:
Additional information received since the last report. The patient has recovered well, is stable with a good visual outcome recorded.

Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information received since the last report. Intravitreal antibiotics were administered when the tap was performed.

Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. The hcf reported particles coming into the bag after lens insertion which is allegedly caused by the inserter. They have reported initiating best practices to mitigate this issue on future surgeries.